Event description:
It was reported difficult deflation was encountered following the first inflation during deployment of a stent in an undetermined angioplasty procedure. A needle was inserted percutaneously to puncture and deflate the balloon. Uneventful removal of the balloon catheter followed. Another balloon catheter was used to successfully complete the procedure. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. Co's attempts to obtain further information with regard to the circumstances surrounding this event were unsuccessful. Should additional information become available a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique and/or patient anatomy may have contributed to this event. Co's follow up revealed this device was used in a non-indicated procedure, stent deployment, which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen... The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."